Event description:
It was reported that there was difficulty removing the stylet from the left ventricular (lv) lead. The lv lead became dislodged and the helix could not be reinserted. A different lv lead was used. The patient was stable after the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-12026.

Manufacturer narrative:
The events reported in the field of difficulty removing the stylet from the lead were confirmed. The ptfe coating of the stylet was found stripped and bunched inside the inner coil at the connector region. The cause of the reported events of difficulty inserting the stylet and stylet could not be removed was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the connector region. Abbott is continuing to monitor this issue.